Event description:
Physician was attempting to implant 1 resolute integrity drug-eluting stent to an excessively calcified lesion in the lad with 90% and moderately tortuosity. It is reported that the device was not inspected or prepped before use but the lesion was pre-dilated. Resistance was felt when device was passed through the lesion site. It was reported that difficulties were encountered during attempted inflation of the device - "from the beginning, the pressure could not be applied at all". When the device was removed and inspected, the physician noticed a deformed/damaged stent shaft (proximal side of wire exit port). Physician stopped using the relevant device and used a non-mdt stent to complete the operation. There was no adverse event to the patient. No clinical sequelae were reported. Evaluation summary: the device was returned for analysis. The transition shaft was bunched and ripped immediately distal and 2-3.2cm distal to the guidewire entry port. Negative prep confirmed a leak on the device. On pressurization of the device a leak was detected from the ripped section of the transition shaft. The stent was positioned on the balloon between the inner shaft markers with no deformation evident to the segments or struts.

Manufacturer narrative:
Evaluation results: related to operational context - (the excessive calcified nature of the vessel coupled with resistance noted during attempted use most likely contributed to the damage on the returned device). Deformation problem: (shaft). Evaluation conclusions: related to operational context - (the excessive calcified nature of the vessel coupled with resistance noted during attempted use most likely contributed to the damage on the returned device). (B)(6).